Manufacturer narrative:
Unable to perform self-test and sleep current measurement, active current measurement measurements due to blank display. Unable to download successfully using thus software due to blank display. Unable to verify failed battery alarms due to blank display. Unit received with cracked battery tube threads, cracked case near belt clip rails and peeling keypad overlay. The unit p-cap / test reservoir locks in place properly. Unit was not confirmed for blank display anomalies due to blank display to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposure to moisture, and damage (physical or cosmetic), and the insulin pump was not working more due to a crack. The customer reported no adverse events. The event involved product(s) mmt-1880. Troubleshooting was performed. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported that the pump was exposed to moisture. Fluid was present in the pump. The pump did not return to normal function, or fluid was reported under the lcd, or the customer reported hearing fluid when shaking the pump. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.